Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: ¿grade 3 capsular contracture requiring, capsulotomy, right breast,¿ ¿chest tightness¿ and an ¿increased risk of alcl.¿

Event description:
Patient representative reported patient experienced ¿grade 3 capsular contracture requiring, capsulotomy, right breast,¿ ¿chest tightness¿ and an ¿increased risk of alcl.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device. Device was explanted. This record is for the right side.